Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing and right ventricular lead exhibited noise. Noise reversions episodes were noted on the atrial lead. No intervention was performed. The patient was stable.